Manufacturer narrative:
Reporter occupation: non-healthcare professional. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip in march of 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from computed tomography of abdomen dated, (B)(6) 2018: "findings: filter type: cook. Ivc stenosis: none. Filter position: below the level of the renal veins. Filter migration: none. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: no. Impressions: the anterior right strut penetrates 4 mm through the ivc wall. Coronal image 47. The anterior left strut penetrates 4 mm through the ivc wall. Coronal image 46. The posterior right strut penetrates 3 mm through the ivc wall. Sagittal image 61. The posterior left strut penetrates 0 mm through the ivc wall. Coronal image 52."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, b1, b2, b5, b6, h6 (patient and device codes). Investigation: the following allegations have been investigated: organ perforation and dyspnea. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported dyspnea is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2008. Patient is alleging organ perforation. Patient notes and also alleges experiencing "shortness of breath". Per the (B)(6)2018 computed tomography (CT) abdomen without contrast: "metallic inferior vena cava filter device. The apex of the devices at the mid l1 level with the lower portion f the device at the superior endplate level of l3. The apex of the device is just the left of the midportion of the lumen. The distal metallic limbs appear intact. No displaced or fractured limbs. The lower longer metallic limbs are at the periphery of the inferior vena cava. One is appearing anterior to the l3-l4 disc margin. The vena cava is normal size at and above the device. Below that of a somewhat flattened with ap lateral dimensions 2.1 x 0.6 cm".